Manufacturer narrative:
Device not explanted. Unable to provide the manufacture, PMA/510k number and/or the date of manufacture. The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
A device report received from waldenburg indicates that a hospital from (B)(6) reported: during a procedure on (B)(6) 2011 for a metacarpal fracture, the surgeon was inserting the last screw into the plate and the head of the screw broke off. Surgeon did not retrieve the shaft of the screw and it remains in the patient.